Manufacturer narrative:
(B)(4). The chloragard technology information insert provided with this kit warns, "remove catheter immediately if adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was not reported; therefore, a device history record review was performed based on the sales history of the customer. No relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges upon threading the single lumen coated PICC line, the clinician observed the patient complaining of nausea and pruritus. Intervention - the PICC was immediately removed and symptoms resolved. The patient was sent to interventional radiology for a non-coated PICC line placement. There was no patient injury or consequence. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4). Lot# unknown - potential lot# 23f15m0953

Event description:
The customer alleges upon threading the single lumen coated PICC line, the clinician observed the patient complaining of nausea and pruritus. Intervention - the PICC was immediately removed and symptoms resolved. The patient was sent to interventional radiology for a non-coated PICC line placement. There was no patient injury or consequence. Therapy was not delayed or interrupted.